Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the surgeon implanted an arcos sts 17 x 150 stem. The surgeon removed the stem as it was not implanted deep enough and wanted to ream further. The surgeon used a slap hammer from another company and threaded the slap hammer into the arcos sts stem, but the thread stripped out of the arcos implant. Surgeon then attached the black handle impactor from the arcos instruments. The surgeon tried to knock the stem out, the impactor broke leaving the thread inside the top of the stem.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d1, d2, d4, g3, g4, g6, h2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. As per the arcos femoral revision system IFU, components of the arcos® femoral revision system shall not be used with components of any other system or manufacturer unless authorized by zimmer biomet. It is unknown if the use of a competitor device caused or contributed to the reported event. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.